Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: patient transport. Actuator, unable to test. Not set up to test. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: patient transport. Actuator, unable to test. Not set up to test. The actuator motor stopped working.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The actuator motor stopped working.